Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels of 52 and 72 mg/dl. Bg cause was not known. Customer consumed peanut butter crackers and milk and other food to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading on (B)(6)2020 was 54 mg/dl at 11:48:38 am. Cgm alert 1 (cgm low alert) enunciated at 11:48:28 am. On (B)(6) 2020, at 7:07:12 am and 10:13:07 am, the user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.